Event description:
It was reported that the patient experienced numbness and loss of feeling in her extremities, bladder incontinence, burning around the implant and pain. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted to address the issues.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.